Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented to the ER after receiving inappropriate shocks. Programming change was recommended. No further information is available.